Event description:
It was reported that the device's ECG cable malfunction. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a configuration change procedure was communicated to the customer. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable due to improper settings. The instruction how to make the appropriate settings was emailed. The device remains at the customer site and no further evaluation is warranted at this time.